Event description:
The pt received the scs system on (B)(6) 2011. It was reported that during the implant procedure, the percutaneous lead demonstrated an invalid impedance value and had a noticeable crack therefore this lead was not implanted and was returned to sjm for analysis. A new lead was implanted. Post-operatively, the implanted lead provided satisfactory stimulation.

Manufacturer narrative:
Result - the device was returned complete. The product passed all the functional tests. It was found to meet specs and no anomalies were found. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.